Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were erratic readings. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. It was reported that there were erratic readings.